Event description:
It was reported that patient experienced pain at ipg site and ineffective therapy due to patient not receiving full left side coverage. It was noted that patient having multiple falls. Surgical intervention was undertaken and during procedure, lead diagnostics were done and showed that one of the leads had high impedances on all contacts. A visible fracture was noted on the lead. The lead and ipg were both replaced. Therapy was restored post-op.

Manufacturer narrative:
Section b3: date of event is estimated. The event of lead revision/ipg replacement was reported to abbott. The patient underwent an elective ipg replacement procedure the ipg was explanted and replaced. During an impedance check one of the leads was found to have high impedance due to a lead fracture that was observed once explored. The lead was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.